Manufacturer narrative:
(B)(4). Concomitant medical product - unknown oxford tibial component. Unknown oxford bearing. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-00170 and 3002806535-2018-00172.

Event description:
It was reported that a patient had a revision due to unknown reason.

Event description:
It was reported that a patient had a revision due to loosening.

Manufacturer narrative:
(B)(4).

Event description:
Revision due to loosening of the femoral component.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. The femoral component was received with an uneven layer of bone cement, which appeared smooth in the region behind the peg. This implies that there may not have been sufficient bone fixation in this region. It is possible that suboptimal cementing has contributed to the reported loosening. Definite root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Knee revision due to femoral component loosening.